Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device/migration of essure device location of device: uterus"), uterine perforation ("perforation of the essure device/perforation (uterus)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 40-year-old female patient who had essure (batch no. 632643-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vaginal discharge, bacterial vaginosis, nausea, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device/migration of essure device location of device: uterus') and uterine perforation ('perforation of the essure device/perforation uterus') in a 40-year-old female patient who had essure (batch no. 632643-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2008, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2009, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("severe abdominal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), restless legs syndrome ("restless legs syndrome") and pruritus ("heels itch,bottom feet get itchy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on 31-dec-2015. At the time of the report, the device expulsion, uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vaginal discharge, bacterial vaginosis, nausea, dysmenorrhoea, weight increased, restless legs syndrome and pruritus outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, restless legs syndrome, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 26.6 kg/sqm. Most recent follow-up information incorporated above includes:on 23-mar-2020: social media received: event added- restless legs syndrome, heels itch,bottom feet get itchy.reporter addedbased on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/migration of essure device location of device: uterus"), uterine perforation ("perforation of the essure device/perforation (uterus)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a (B)(6)-year-old female patient who had essure (batch no. 632643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vaginal discharge, bacterial vaginosis, nausea, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: lot number, reporter information, patient details, product information, events - abnormal bleeding (vaginal), menorrhagia, bacterial vaginosis, nausea, dysmenorrhea (cramping), weight gain, did you undergo an essure confirmation test? No were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), perforation ("perforation of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (plantiff underwent pelvic surgery on (B)(6) 2015) and surgery (plantiff underwent pelvic surgery on (B)(6) 2015). At the time of the report, the device dislocation, perforation, intra-abdominal haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain, perforation, vaginal discharge and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.